Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found the optic torn in half. Haptic loop torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimizer the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens tore during insertion into the eye. The lens was cut to remove from the eye. The incision was not enlarged and no suture was required. No patient injury. Another same model and size lens was implanted.